Event description:
It was reported that the patient's right atrial (ra) lead was reporting slowly increasing impedance and pacing thresholds, both reaching high levels. The lead was explanted using the laser lead extraction technique. The patient had an atrial effusion which resulted in tamponade. The effusion was subsequently drained with a needle. The lead was explanted and a new lead was placed the following day. During the lead revision procedure, the new right atrial (ra) lead could not map intracardiac signals without the helix extended. The new ra lead was not used and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).